Event description:
It was invasive reported procedure that was this right performed. Atrial the (ra) lead was exhibited explanted noise and replaced. Oversensing. An invasive procedure was performed. The lead was explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).